Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy pacemaker (crt-p), implanted in an off label manner, exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed troubleshooting options. An x-ray was taken and noted no anomalies. Monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.